Event description:
Medics responded to a cardiac arrest; they had to break down the door and found the pt unconscious and unresponsive. The device operator attached disposable defibrillation electrodes to the pt, the device stated connect electrodes. All connections were checked and power cycled in an unsuccessful attempt to clear the message. A back-up device was made available and used to continue care to the pt. The pt was not resuscitated. The reporter stated pt outcome was not due to device operation. The reporter's opinion was based on an assessment of the pt's viability.